Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Fifteen - ventricular nst (non-sustained tachycardia) <=210 ms average v-cycle on (B)(6) 2011 in the timeframe between 07:19:47 and 15:01:57. Four - vf (ventricular fibrillation) <=200 ms between (B)(6) 2011 08:19:39 and (B)(6) 2011 17:41:45. Ventricular short interval count v-sic=14.9 counts avg/day, in 7.99 days, between (B)(6) 2011 18:01:33 and (B)(6) 2011 17:52:35. One - patient alert for lead failure predictor on (B)(6) 2011 19:44:45.

Event description:
It was reported that the patient was seen for syncope. Evaluation on the lead showed many non-sustained tachycardia episodes and one ventricular fibrillation episode showing noise leading to pacing inhibition and one shock. The lead integrity alert triggered for short interval counts and non-sustained tachycardia episodes. The lead was capped and replaced. No further patient complications have been reported as a result of this event.